Event description:
Atrial dislodged on the day of the implant after the procedure was completed. Patient was taken back to the or the following day, and the same lead was successfully repositioned.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.